Event description:
Patient underwent a hammer toe repair. At follow-up visit with the physician 10 days later, the wound was noted to be open (1cm x 1/2cm). With localized redness and a moderate amount of serous drainage. The patient admits to having been walking on the foot, and applying a solution of hydrogen peroxide to the wound. Four of the initial sutures were intact. The physician removed the k-wire. The patient was referred to an infection control specialist. The patient was treated with IV antibiotics, and is currently healing well.